Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and screen hard to read. The customer's blood glucose value was unknown. Customer stated insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.